Event description:
The user advised that the pump alarmed and displayed communication error as intended when the device was in use. The system continued to infuse at the programmed rates. The patient was reportedly not injuried as a result of the alarmed event. The alarm notified the caregiver that an action was required upon completion of the infusion.